Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, the lenses (mainly the right lens) seem unstable and that she sees a reflection "like looking through water." She reported the event to be worse for the right eye than the left eye. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.